Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had power on alarm, unable to enter the system at reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e03 (tubing pressure sensor abnormality), cr board (printed circuit board) failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. It is presumed that the safety function was activated when the uhi-4 detected a failure in the tubing pressure sensor on the cr board, preventing normal startup should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.